Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would display an error message and the power button was damaged. There were no patient effects reported. The ptc was returned for evaluation.

Manufacturer narrative:
The device was subjected to visual inspection and functional testing. The evaluation determined that the issue was due to a loss of power. Based on the results of the investigation, the reported event was confirmed. (B)(4).